Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was completed. The rv lead remains in use and the physician will bring the patient back in a month for review. No patient complications have been reported as a result of this event.